Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user, who participated in ilet experience study experienced frequent low glucose concerns while using the ilet, perceiving that the system was driving glucose toward levels below 70 mg/dl and causing repeated low-glucose alerts that were disruptive during meetings and public settings; the user treated lows with oral glucose and declined follow-up. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation of this case revealed no findings available, with insufficient information to characterize a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.